Event description:
Product was packaged and labelled as cemented yet the prosthesis had porocoat on the back and was uncemented. The product has been implanted and remains in the pt.

Manufacturer narrative:
This complaint is still under investigation.